Manufacturer narrative:
(B)(4).

Event description:
It was reported that the puncture needle broke. When the surgeon went to use the needle, it fell as if it had detached from the plastic. The needle in question was not used and is not soiled; however it is no longer protected by its packaging. As a result, another kit was used.